Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-jan-2010, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 12-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the pump was damaged during a procedure and the catheter was cut. It was noted that the pump was now off and a magnetic resonance imaging was going to be performed. No symptoms reported. No further complications have been reported as a result of this event.